Event description:
The pt's left tibia had an impending pathologic fracture. In 1998 the pt underwent a radical resection of proximal tibia and a prosthetic reconstruction rotating hinge knee, medial gastrocnemius flap and split thickness skin graft. The pt presented on 03/17/2000 with complaint of sudden onset of instability when ambulating on the limb. On radiographic exam and clinical exam it was determined that there was a fracture of the yoke of pt's rotating hinge orthosis. In 2000 the pt had a revision of the left rotating hinge knee, replacing the yoke, axle and tibial bearings.